Event description:
Customer's family member reported receiving a blank screen on the customer's freestyle meter. Customer experienced symptoms of being dizzy, light headed and faint. Customer's family member was unsure if the customer lost consciousness. Customer was taken to the hosp where she was diagnosed with hypoglycemia. The treatment to stabilize blood glucose levels is unk. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The device was returned and the investigation revealed the complaint was not confirmed and no issues were observed. The meter powered on with button depression and strip insertion.